Event description:
Detached / dissembled parts eltc- flotrac it was reported that the sensor vent port connector broken.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Rec'd (1) flotrac kit. The flotrac housing male luer was completely broken off from bonded zero-stopcock. The broken luer stuck inside zero-stopcock female luer. Stress marks were evident around entire stopcock female luer.